Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed accuracy was not verified. The event log did show two indications of a bolus, two at ten milliliters followed by one at twenty milliliters. Service found the device to within +/- 6% which is the published specification range. Service will trim the expulsor to bring the device into a more nominal range. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed accuracy. No reported adverse effects.

Event description:
Additional information received: occurred during testing, no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the device lost power on 10/3/2018. Service will re-download the software and install new batteries. Use testing was performed. The problem source is unknown.